Manufacturer narrative:
H4 device manufacture date was added the device history record (DHR) review showed no discrepancy according to the failure mode reported. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. Current process and controls were found to be followed correctly. However, due to similar cases reported in the past, a supplier corrective action was opened to address the reported condition through a more robust investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported when manipulating the patient, the gastrostomy tube was displaced. The balloon was tested with water, and it was found to be dysfunctional. A foley catheter was passed without resistance, and the balloon was insufflated.